Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The cutting loop is broken off. The neutral electrode is bent, which indicates mechanical overload to the device. The also provided cable is without damage - the counter has one application left. The cutting electrode has been produced on the 15th of june 2016. The damage of the product is not caused by a production problem or material defect. All of our instruments have been tested under worst case conditions, before shipped to customers.

Event description:
It was reported that there was event with a "cutting loop". According to the information received: when testing our autogon 111 400 for turp, the loop burned off, loosened and fell into the bladder. It took the surgeon considerable time to recover the small part and more time to get it out of the bladder. When they reported this to us we asked them to send the involved parts to us for investigation. Further information is not available.